Event description:
Pt reported that they inserted a new insulin cartridge into the device and began to prime it, but no insulin dripped from the infusion set tubing after two priming attempts. Pt then removed the insulin cartridge from the device and noticed that there was a puddle of insulin in the bottom of the device's insulin cartridge compartment. Pt dried out device and inserted a new insulin cartridge, but the insulin leakage occurred again. No error messages were generated by the device. Pt's blood glucose was not affected, and no treatment was received.